Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-4450, lot # fm074496, description: std mitch trh cp sz 44/50, manufacturer: depuy. Cat # mmh-9988-0044, lot # fm060546, description: mitch trm mdhdsz 44+0, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding altr (metallosis with increased metal ion values for cobalt and chrome) involving a mitch shell and a mitch head was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. The abg stem is made of tmzf alloy that does not contain any cobalt or chrome, not even in trace amounts and thus can be excluded as source of cobalt or chrome ion production. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by mrs. (B)(6): "we have received form patient lawyer a notification. Patient underwent to an hip procedure in 2008 (B)(6) with abg stem were implanted. After several years patient have an operation of removal and replacement of the prosthesis. From the report made by the lawyer of the patient is evident a phenomenon of "metallosis" due to rubbing metal / metal with a consequent increase of the values of cobalt and chromium present in the blood and then with increased inflammatory situation".

Event description:
It was reported by mrs. (B)(6): "we have received form patient lawyer a notification. Patient underwent to an hip procedure in 2008 at (B)(6), performed by (B)(6), mitch with abg stem were implanted. After several years patient have an operation of removal and replacement of the prosthesis. From the report made by the lawyer of the patient is evident a phenomenon of "metallosis" due to rubbing metal / metal with a consequent increase of the values of cobalt and chromium present in the blood and then with increased inflammatory situation".